Event description:
Several still images during implant were reviewed. The proximal neck appeared to be highly angulated. Images showing the reported twist during deployment were not provided, and there were no indications of any twist seen in the images. Post-deployment showed a stent graft bulge in the distal neck, just above the flow divider, likely anatomy related. The ivus video showed an area of stent graft infolding. Details and potential cause of the infolding are unknown as cta images were not provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. The aortic neck was short with an unusual bulb in it and it had anterior angulation. It was reported that after two stent rings of the bifurcated stent graft were deployed, the markers appeared to have moved in a twisting motion. Deployment of the stent graft was completed; however, something was preventing the stent graft from completely opening. There was a proximal type I endoleak that was ballooned. Ivus was used during the procedure and showed the stent graft was infolded at the level of the flow divider but it is unknown how far proximal or distal the infolding. The endoleak was successfully resolved with ballooning. The final angiogram run revealed no endoleaks and the stent graft maintained its patency. No clinical sequelae were reported and the patient is fine. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (short, angulated aortic neck with unusual bulb). Inherent risk of procedure (deployment difficulty). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short, angulated aortic neck with unusual bulb).

Manufacturer narrative:
(B)(4).